Event description:
It was reported that 6 bd ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: pharmacist informs us that her patient has problems injecting with the 5mm pen needle. For some time now, the needle has been impermeable. The injection is difficult.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-jun-2022. H6: investigation summary ten sealed 31g x 5mm pen needle samples were returned from lot. No. 1264519, cat. No. 320522. Clog testing was carried out on the ten sealed samples as per q-sop-183-dl and no issues were observed. Visual examination was also carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that 6 bd ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: pharmacist informs us that her patient has problems injecting with the 5mm pen needle. For some time now, the needle has been impermeable. The injection is difficult.